Manufacturer narrative:
H.6 investigation summary bd had not received samples or photos for investigation. Therefore, retention samples from bd inventory were draw tested and all samples tested within specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode low draw. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10.

Event description:
It was reported that while using bd vacutainer® sst¿ blood collection tubes that there was underfill or low draw of blood in the tube. The following information was provided by the initial reporter: (B)(6) 2023 when the nurse carried out the blood collection doctor's order, the amount of blood collected during the blood collection was not enough.